Event description:
It was reported that the xenon light source was not working and had image issue during set-up. There were no reports of patient harm.

Manufacturer narrative:
E1 - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.